Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 62 reperfusion catheter (red62). During the procedure, the physician noticed that the red62 was leaking saline at the proximal end. Therefore, the red62 was removed. It was reported that the red62 fractured at the proximal end after removal. The procedure was completed using another red62. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 and is being corrected on this follow-up #02 MFR report. 1. Section h. Box 10./11. Narrative/corrected data evaluation of the returned red62 confirmed that the catheter was fractured underneath the strain relief. Based on the reported event, this occurred during removal of the catheter after leaking was identified. If the red62 is handled at an angle during use, damage such as a kink may occur. If another device is advanced through a kinked device, resistance may be experienced. Fluid likely leaked from the kinked location during the procedure prior to being fractured during removal. Further manipulation of a kinked device may worsen to a fracture. Due to the returned condition, the red62 was unable to functionally tested. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 10/02/2024: 1. Section a. Box 2. Age at time of event/age unit. 2. Section a. Box 2. Date of birth. 3. Section b. Box 5. Describe event or problem. Evaluation of the returned red62 confirmed that the catheter was fractured underneath the strain relief. If the red62 is handled at an angle during use, damage such as a kink and subsequent fracture may occur. If another device is advanced through a kinked device, resistance may be experienced. Fluid likely leaked from the kinked location prior to fracturing upon removal. Further manipulation of a kinked device may worsen to a fracture. Due to the returned condition, the red62 was unable to functionally tested during evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m2 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a guidewire. It was noted that the patient''s anatomy was tortuous. During the procedure, while inserting the microcatheter into the red62, the physician experienced resistance and noticed that the red62 was leaking saline from its strain relief. Therefore, the red62 was removed. It was reported that the red62 fractured at the proximal end after removal. The procedure was completed using another red62, the same neuron max, and the same microcatheter. There was no report of an adverse effect to the patient.